Event description:
It was reported that a spectrum pump appeared to have a charred power supply and the power port was partially melted. This was found during an unspecified process step. There was no patient involvement. An attempt was made to identify the environmental factors at the time of the event (if the device had the battery attached at the time, if it had recently been cleaned, if there were any spills on the pump, or if the device had sustained any impact damage). The clinical engineer had no additional details to relay. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection the rear case power port was found chipped and cracked, however there was no evidence of burn damage or melting. The cause is determined to be an external influence. The power cord was not returned with the device so it could not be evaluated for any heat damage. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The rear case requires replacement to address the damage to the power port. The device will be tested prior to release to ensure it meets specifications. Should additional relevant information become available, a supplemental report will be submitted.